Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3000tfx 21mm valve, implanted for 15 years and one (1) month, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 9750tfx 23mm.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that this patient with a 3000tfx 21mm valve, implanted for 15 years and one (1) month, underwent a valve-in-valve procedure due to aortic stenosis. The tavr was performed with a 9750tfx 23mm. Per physician, surgical valve did not prematurely fail.